Event description:
Alert and oriented pt was admitted via the emergency dept(ed) for compression fractures with back pain. Five hours after the pt's arrival in the ed, a pca pump was initiated on the nursing unit. Physician order: mso4 pca, 1mg IV q 6 mins prn, 4 hour lockout 30mgs. Delivered: 3:15 pm-7:00 pm: (4 hours), 40 mgs delivered (4 punches). 7:00-11:00pm: (4 hours) 0 mgs delivered (0 punches). 11:00pm-7:00am: (8 hours), 30 mgs delivered (3 punches). 7:00am-8:00am: (1 hour) 10 mgs delivered (1 punch). 17 hours, 80 mgs delivered in 8 boluses.